Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons did not illuminate, and the front panel touch screen remained blank. The mushroom head check passed. It was identified that the cause for the blank screen was due to an internal short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed at the completion of the investigation. An internal visual inspection of the returned cycler revealed dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. The valve actuation test failed due to the air compressor resting on the grommet causing it to rattle and vibrate against the compressor bracket. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support to report the liberty select cycler had screen going blank issue. The patient pressed ok, stop and touched the screen but the screen remained blank. The ok and stop keys made a sound when pressed. The cycler was rebooted and the ok and stop keys lit up but the screen remained blank. The patient had been connected when they noticed the screen was blank and was able to disconnect and remove the cassette. The patient also wanted it documented that the cycler had been making odd noises since they received it. At that point in time, the technical support representative advised the patient contact to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but to date, has not been provided. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.